Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, nausea / vomiting, inflammatory response, kidney disease/toxicity and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, nausea / vomiting, inflammatory response, kidney disease/toxicity and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation and secondary findings were observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, component code and conclusion code has been updated.